Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. Per additional review, the user was advised to re-link their sensor. After the sensor re-link, the sg snd bg showed better agreement and the system was improving.

Event description:
On 08 oct. 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. The case was escalated to the next level of support. Review of sensor data did not indicate any system malfunctions. Support provided instructions to perform a sensor re-link to update the calibration file and correct a potential calibration misalignment. After initial unsuccessful callback attempts, the user returned the call and completed the re-linking process successfully. Monitoring continued for three days, and subsequent review confirmed that calibrations entered after the re-link fit sg trends well. Despite multiple follow-up attempts, the user was unresponsive, but dms confirmed the system was functioning correctly and up to date, with improved agreement between sg and bg readings. B4.date of this report 06 jan 2026 g3.date received by the manufacturer? 06 jan 2026 h3. Device evaluated by manufacturer?yes h6. Type of investigation updated to 4121 h6. Investigation findings updated to 114 h6. Investigation conclusions updated to 4315.